Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an opened area as well as an itchy rash with some digging into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician treated the area with skin prep and advised to leave area open to air out for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.